Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call shut off suddenly and did not receive a low battery alert prior. Customer's blood glucose was 303 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. Insulin pump then received a motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Insulin pump passed displacement test. Customer was advised to monitor insulin pump and to call back should issue persist.